Manufacturer narrative:
Corrected: date received by manufacturer from previous report from 27-aug-2017 to 25-aug-2017. (B)(4). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are possible patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted for a suspected gastrointestinal bleed after presenting with dizziness and weakness for seven days prior. The patient was transfused two units of packed red blood cells and was given pantoprazole. Aspirin and coumadin was held. The patient had an enteroscopy but the source of the bleed was not found. The pump remains in use. The patient remains hospitalized.